Event description:
It was reported that tip of bowel grasper snapped off during use inside the patient. They were able to retrieve it much quicker than the first incident (B)(6) not causing the procedure to be prolonged by much. The broken item was able to be retrieved and removed from the patient without any additional procedure. No injury to patient or user reported. Cross reference MDR: 9610617-2024-00432.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: most probable root cause: operating error due to overloading. One of the branches of the returned item has broken off. Due to the application of excessive force during the setting process, the branch bent so far that it subsequently broke. This can be seen from the raised material at the break edge. In addition, the material may have been weakened by the number of applications and reprocessing produced in (B)(6) 2013. The event is filed under internal karl storz complaint ID: (B)(4).